Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 590 mg/dl. Symptoms included thirst, nausea, high ketones, and lethargy. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles or leaks were found in the tubing or reservoir. Insulin exited at the quick release during manual prime. The infusion set cannula was found to be bent upon removal. High pressure test was performed and the insulin pump passed. It was advised to change the entire set, reservoir, and insulin and to treat per healthcare provider's instructions.